Event description:
While navigating the stent through the moderately calcified lesion, the proximal end of the unknown cypher hub broke, however the procedure was completed and there was no patient injury. The device had prepped normally and appeared normal prior to use. There was no difficulty in maintaining negative pressure, and the stent was implanted at the target lesion. The stent was post-dilated as a routine practice. Limited information regarding the event was available, because the physician no longer worked at the facility.

Manufacturer narrative:
Additional information will be submitted within 30 days of reciept.

Manufacturer narrative:
Information received from an affiliate indicated that the hub of the stent delivery system "broke" while navigating the stent to the lesion. According to the affiliate "while navigating the stent through the moderately calcified lesion, the proximal end of the unknown cypher hub broke, however the procedure was completed and there was no patient injury. The device had prepped normally and appeared normal prior to use. There was no difficulty in maintaining negative pressure, and the stent was implanted at the target lesion. The stent was post-dilated as a routine practice. Limited information regarding the event was available, because the physician no longer worked at the facility." The product was not returned for analysis and the sterile lot number for the device is unknown, therefore, a device history report review could not be conducted. Without the return of the product, the reported customer complaint could not be confirmed. With the limited information provided it is not possible to determine what factors may have contributed to the difficulties the customer encountered.